Event description:
It was reported that patient pc was displaying "replace generator soon" message. Patient has been using tonic stimulation. As such, surgical intervention is pending to address the issue at a later date.

Manufacturer narrative:
B3: date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated the entire system explanted.